Event description:
It was reported the right atrial (ra) and right ventricular (rv) leads exhibited oversensing. The ra lead remains in use and the rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4068-52, (B)(6) 1999. (B)(4).